Manufacturer narrative:
Additional information: h3: product analysis: part#: msb_unk_rod_lg 5, visual review confirms the rod was returned broken. Visual and optical examination of the area of fracture initiation did not reveal a pre-existing surface defect near the area of crack origination that could contribute to the rod break. Some fracture surface smearing is noted. Microscopic examination of the fracture surface revealed a fairly flat fracture surface with light striation lines on one side of the fracture area. This type of damage is consistent with cyclic fatigue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Radiographic image review: phone images of CT/MRI film sheets provided. On the CT, there appears to be an l5 compression fracture. On post-op CT, a rod fracture is present, level unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Country is (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via a manufacturer representative regarding a patient with unknown indication for spinal therapy. It was reported that the surgery was performed on (B)(6) 2020 with legacy transpedicular spinal fixation system and cage were used. A few months ago patient started feel pain in legs, then severe back pain and as of now, the pain is getting worse and there is problems with walking. MRI of spine showed that rod is cracked from the left side, l4-l5. Patient underwent a revision surgery on (B)(6) 2021 in (B)(6) and broken rod is explanted.